Manufacturer narrative:
Additional information was received from the customer:it was reported that the customer experienced elevated blood glucose (bg) of greater than 200 mg/dl; cause was attributed to customer consuming ice cream. Elevated bg was addressed via a correction bolus. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. H6 (remove 2364).

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 200 mg/dl; cause was attributed to customer consuming ice cream. Elevated bg was addressed via a correction bolus. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer experienced diabetic ketoacidosis that did not require medical intervention. Tandem technical support made multiple follow up attempts with the customer, however, no response received.